Event description:
Parents of patient alerted rn (registered nurse) that tubing was leaking. Soft tubing just before the distal leur (just before where soft tubing connects to hard plastic) found to have crack noted during infusion. This opened up central line to infection and necessitated needle removal and reinsertion (painful in child).